Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a blood glucose (bg) level of 418 mg/dl while also reporting a flare-up of a pre-existing stomach condition. The user was admitted to the hospital, diagnosed with diabetic ketoacidosis (dka), and treated with intravenous insulin. The user was discharged on (B)(6) 2025. On (B)(6) 2025, the user contacted customer support to troubleshoot reconnecting the ilet and subsequently resumed insulin pump therapy.